Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump alarmed no delivery and his blood glucose reading was 260mng/dl. Troubleshooting was performed. The customer stated that the device also alarmed motor error the night before. The device was not exposed to a high magnetic field and the displacement test passed as well the self test. Assisted the caller to run a manual prime test, and the insulin pump did not alarm motor error. Then the customer called back and stated that her blood glucose is 501mg/dl and she has an urgent care visit. Further troubleshooting was declined and the customer requested having the device replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.